Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition with damaged housing and scratched screen. The event log was reviewed and there was no evidence of the reported issue. The device was started. In application, problems were found with the device double beeping with a cassette attached. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep with cassette during testing. There was no patient involvement.